Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information that the customer was attempting to enter a temp rate of 0% for 60 minutes. Customer was unable to enter "0.60" into the temp rate time field. During troubleshooting with tandem technical support it was explained that 60 minutes should be entered as "1:00". Reportedly, customer's blood glucose level was impacted (low).